Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance increased to around 150 ohms. No abnormalities could be found in threshold, sensing amplitude, or noise; however, as a precaution, the lead was capped and a new lead added on (B)(6) 2025.